Manufacturer narrative:
It was reported; the protected tip (on a blue silk blade electrode) came defective out of the package with insulation missing and burned a patient. Email received by md, inspire cosmetic surgery, with additional information in regards to this reported incident. Reporter states, during a left breast augmentation on (B)(6) 2020 a female patient in their twenties incurred a burn on the skin of the left breast that was treated with antibiotic ointment because of the defective blue silk blade electrode. Reporter did not report serious injury or follow-up treatment. The sample is available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported the protected tip (on the blue silk blade electrode) came defective out of the package with insulation missing and burned a patient.

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -no, photo's submitted 12/21/2020. G6 type of report - follow-up. H3 device evaluated by manufacturer - no, not returned to the manufacturer. H2 if follow-up what type? Additional information. H6 type of investigation- 4109, 4112, 4114. H5 investigation conclusion - 4315, cause/zcd00002/defect confirmed: supplier mfg./error asia (medline branded). H10 investigation report reads as follows, 01/22/2021 13:36:55 cst phone (B)(6). Investigation summary: the reported concern was confirmed as the insulation was compromised. A root cause was unable to be determined at this time. Our manufacturing site and the division will be made aware of the issue in order to conduct further evaluation into the root cause of the issue. A retrospective review of the past year for this product indicated that there have been two complaints logged for this by the same account. The division will continue to monitor this issue for trending.

Event description:
It was reported the protected tip (on the blue silk blade electrode) came defective out of the package with insulation missing and burned a patient.